Manufacturer narrative:
Event consists of broken device during angiojet procedure. The pt is a (B)(6) female with unk medical history presented for a peripheral arterial thrombus. The left iliac artery was ballooned and noted to have thrombus present. A 7fr sheath, spiderwire guidewire, and 0.014 protection device were placed for the angiojet procedure. An angiojet ultra spiroflex vg thrombectomy set was passed seven times through the artery to treat the thrombus without incident. However, upon fluoroscopy to access the artery it was noted that the angiojet device marker bands were missing from the device. The physician panned down the table and found the marker bands in the distal protection device. The physician panned down the table and found the marker bands in the distal protection device. The physician removed all of the equipment at the same time including the sheath and device. Groin pressure was held at the vascular access site. The physician took the pt to the operating room to cut down to arteriotomy site to make sure no damage occurred when withdrawing all of the equipment. The angiojet device was noted to be severed in half. There is no mention of any pt sequelae as a result of this event. This event is considered a reportable event as intervention was required to retrieve the distal portion of the broken catheter. In addition, the physician performed a second procedure to ensure no damage occurred to the vessels as a result of this event.

Event description:
Left iliac artery ballooned noted thrombus present, md worked from a 7fr sheath, had spiderwire 0.14 protection device in, made seven passes with spiroflex vg without incident, upon fluoro to access artery noted angiojet markers were missing, md panned down table to find the markers in the distal protection device, physician removed all equipment at the same time including sheath. Groin pressure held, md took pt to operating room to cut down to arteriotomy site to make sure no damage occurred when withdrawing all equipment. Angiojet catheters noted to be severed in half. Site currently has device from procedure and I am working with manager of lab to obtain equipment to be analyzed. On (B)(6) 2011 update: visited hospital last week to get further info regarding pt and procedure. (B)(6) unable to meet with me. Spoke with lab manager of cath lab, he stated that risk management was refusing to release catheter at this point in time. I emailed and phone message left for ir manager with no response to date. I spoke to cath lab manager on (B)(4) 2011, regarding update of catheter. Still no change I explained to him that I could not get replacement catheter to him until we had a catheter in home office for eval. I also made him aware that we would provide their institution with a complete eval document of our findings. Cath lab manager said he would push to get catheter released to me by end of next week. He was unaware of the questions regarding the pt that I had requested. Still no response from the (B)(6).